Event description:
It was reported by the customer that they had high blood glucose level of over 600 mg/dl and upon inquiring further, it was discovered that he had been hospitalized on (B)(6) 2014. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump did not alarm and customer was advised the device was functioning properly. Blood glucose level was 143 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing included displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No delivery alarm functioned properly. Unit had cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.